Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 484-600 mg/dl with a moderate level of ketones. Several correction boluses were delivered and the bg level did not decrease. The customer's healthcare provider advised the customer to administer insulin injections. The high bg was resolved. The customer did not know the cause of the high bg; there were no alerts or alarms in the pump history. Tandem technical support advised the customer to discuss the event with the healthcare provider.